Event description:
The customer reports the ventilator's inspiratory time percentage and pause time percentage potentiometer display erratic operation. There was no patient injury. The customer will replace the defective parts and send them to siemens for analysis.